Manufacturer narrative:
When troubleshooting the issue, the field service representative discovered that the customer was spinning tubes at 5600 rpm for 5 minutes instead of 2000-3000 rpm at 10 minutes per manufacture labeling, service recommended the customer clean the baffle and probe and recalibrate probe. A definitive part was not identified, therefore, the architect i1000sr processing module, serial # (B)(6) was deemed the likely cause for the false elevated results. Data and information provided by the customer were reviewed. The service history review of the (B)(6) verifies no subsequent false elevated stat troponin-I results have been reported since the current issue was identified. A review of complaint and trending data for the architect i1000sr module did not identify any similar issues as described in this complaint and did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint. Product labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial # (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for two patient samples. The following results were provided: (customer provided critical value > 0.25 ng/ml). On (B)(6) 2024, sid (B)(6), initial result (B)(6) = 0.384 ng/ml, repeat results on (B)(6) = 0.027 ng/ml, 0.019 ng/ml. On (B)(6) 2024, sid (B)(6), initial result (B)(6) = 1.622 ng/ml, repeat results on (B)(6) = 0.024 ng/ml, 0.030 ng/ml. The customer reported the patient with sid (B)(6) was started on heparin due to the elevated troponin result; however, there was no harm/adverse impact to the patient due to the heparin. No further impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect (B)(6) processing module for two patient samples. The following results were provided: (customer provided critical value > 0.25 ng/ml) (B)(6) 2024 sid (B)(6) initial result (B)(6) = 0.384 ng/ml, repeat results on (B)(6) = 0.027 ng/ml, 0.019 ng/ml (B)(6) 2024 sid (B)(6) initial result (B)(6) = 1.622 ng/ml, repeat results on (B)(6) = 0.024 ng/ml, 0.030 ng/ml the customer reported the patient with sid (B)(6) was started on heparin due to the elevated troponin result; however, there is was no harm/adverse impact to the patient due to the heparin. No further impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.